Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. Customer requested for the auto-off safety feature to be turned off. In addition, it was reported the wake button was delayed in responding to pressed. Reportedly, the customer pressed the wake button harder and the pump responded. Customer's blood glucose level was over 400 mg/dl. Customer delivered a bolus to address blood glucose level.